Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal pruritus ("vulvar pruritis") and alopecia ("my hair isn't falling out as much"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and vulvovaginal pruritus outcome was unknown and the alopecia was resolving. The reporter considered alopecia, medical device removal and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy vulva - on an unknown date: vulva, right labial majora : minimal spongiosis with slight hyperkeratosis and acanthosis. Comments: epidermal changes are compatible with chronic rubbing and could represent evolving liquen simplex chronicus. There is a minimal spongiosis and perivascular lymphocytes that could represent a background subtle eczematous process. Correlation with clinical finding is suggested.. Histology - on an unknown date: negative for fungal organisms.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal pruritus ("vulvar pruritis") and alopecia ("my hair isn't falling out as much"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and vulvovaginal pruritus outcome was unknown and the alopecia was resolving. The reporter considered alopecia, medical device removal and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy vulva - on an unknown date: vulva, right labial majora : minimal spongiosis with slight hyperkeratosis and acanthosis. Comments: epidermal changes are compatible with chronic rubbing and could represent evolving liquen simplex chronicus. There is a minimal spongiosis and perivascular lymphocytes that could represent a background subtle eczematous process. Correlation with clinical finding is suggested.. Histology - on an unknown date: negative for fungal organisms.. Concerning the injuries reported in this case, the following ones were reported via social media - vulvovaginal pruritus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new events 'essure removed' and 'my hair isn't falling out as much"' were added, device information was updated. Reporter information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.